Event description:
I injected hydrelle 1cc to her lips successfully in 2009. About a month later, she developed general swelling of her lips and pain followed by many discreet large nodules in the upper and lower lips. She required multiple injections with hyaluronidase and kenalog as well as oral antibiotics.